Manufacturer narrative:
Device eval by manufacturer: this 2.4 mm jetstream xc atherectomy catheter was returned and analyzed. Visual and microscopic evaluation revealed no damages or irregularities. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Product analysis was not able to confirm the allegation of stuck on guidewire reported from the field.

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 2.4 mm jetstream xc atherectomy catheter was selected for treatment of the superficial femoral artery. During the second run of the procedure, the jetstream could only be pushed forward with resistance. The physician tried rex-mode to restart and to remoisturize the wire unsuccessfully. The procedure was completed with another jetstream without sequelae.

Event description:
It was reported that the jetstream catheter and the wire became stuck. A 2.4 mm jetstream xc atherectomy catheter was selected for treatment of the superficial femoral artery. During the second run of the procedure, the jetstream could only be pushed forward with resistance. The physician tried rex-mode to restart and to remoisturize the wire unsuccessfully. The procedure was completed with another jetstream without sequelae.